Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On march 5, 2019, update from sales rep: I can confirm the 28mm head disassociated from the adm poly. The adm poly insert also dislocated from the mdm metal liner. Mdm liner and femoral head failed - revised the component with liner change and found mdm liner has disengaged from the femoral head (intraoperatively noticed that insert and head had become disengaged).